Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015 (reference MFR report #: 1627487-2015-08368). Intra-operative testing showed high impedances. Troubleshooting was performed but could not provide resolution. As a result, the doctor explanted and replaced the lead. Effective therapy was obtained after the surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).